Manufacturer narrative:
Fluid loss reported. The ams700 device was visually inspected and functionally tested. Both cylinders had leaks that were the result of wear at the corner of a fold and input tube wear. Both cylinders had broken fabric threads. The pump was not functionally tested due to contamination. (B)(4). No ship history, labeling review, or risk review required per cis product investigation wi, 92186855. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient inflated the inflatable penile prosthesis (ipp) and a pop was heard. After that, the ipp stopped to inflate. During procedure, the implant was examined and both cylinders were found to have large tears in the sheaths of the ipp. There was also significant ingrowth of the cylinders into the corporas and fluid leak. The cylinders and pump were replaced, but the reservoir was deemed to be good, and left implanted. No further complications were reported in relation to this event.

Event description:
It was reported that the patient inflated the inflatable penile prosthesis (ipp) and a pop was heard. After that, the ipp stopped to inflate. During procedure, the implant was examined and both cylinders were found to have large tears in the sheaths of the ipp. There was also significant ingrowth of the cylinders into the corporas and fluid leak. The cylinders and pump were replaced, but the reservoir was deemed to be good, and left implanted. No further complications were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.